Manufacturer narrative:
This report is submitted on august 3, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to pain. The patient was reimplanted with another cochlear device during the same surgery.